Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("I know she perforated the tube") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swollen/ bloated"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, fallopian tube perforation and genital haemorrhage with essure. The reporter commented: when she put it in, I screamed. She already begged for a hysterectomy a year ago and she convinced her to take two birth control pills and the depo shot every 3 months to control bleeding instead. She was so stuffed full of estrogen, she was actually murderous. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("I know she perforated the tube") and genital haemorrhage ("bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal distension ("swollen/ bloated"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, genital haemorrhage and abdominal distension outcome was unknown. The reporter provided no causality assessment for abdominal distension, fallopian tube perforation and genital haemorrhage with essure. The reporter commented: when she put it in, I screamed. She already begged for a hysterectomy a year ago and she convinced her to take two birth control pills and the depo shot every 3 months to control bleeding instead. She was so stuffed full of estrogen, she was actually murderous. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.